Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device had cracked on reservoir tube and around end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was cracked at the bottom casing. It was stated that the customer may hit the device while having low blood glucose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.